Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported suture detachment was not confirmed as the device was returned with the suture cut and the knot looped formed. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported experience and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices, using a pre-close technique, via an 8f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss occurred with the first proglide device. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The sheath was upsized to 18f and the aaa procedure was completed. Sutures breaks occurred with both of the successfully preplaced sutures during knot advancement. Hemostasis was achieved by surgical cutdown. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.